Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the lead exhibited twisted insulation. The lead was not used and a new lead was implanted. There were no patient consequences.